Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026), g3. H11: d1, d4, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device was allegedly difficult to be primed and it suddenly fired. It was further reported that, after the device was primed successfully, but the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty device was received for evaluation. During visual evaluation the device appeared to be clean and was received with protective tubing. The device was received in its initial position. Upon functional testing, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. The device was able to prime and fire properly. All samples were obtained with no issues. The device did not self-activate at any point. Therefore, the investigation is unconfirmed for the reported failure to fire, failure to prime and self-activation as the devices was able to prime, fire and obtain samples without any issues and device did not self-activate. A definitive root cause for the alleged self-activation, failure to prime and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2026), g3, h2, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device was allegedly difficult to be primed and it suddenly fired. It was further reported that, after the device was primed successfully, but the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the device was allegedly difficult to be primed and it suddenly fired. It was further reported that, after the device was primed successfully, but the device allegedly failed to fire. There was no reported patient injury.